Manufacturer narrative:
Tracking #.51057. Ees #.982373. D5,6; h4: information not available, device not returned for analysis.

Event description:
It was reported the er220 was used during a laparoscopic cholecystectomy. It was reported the device was used across the cystic duct and the staples were malformed. Another er220 was opened to complete the case. There was no consequence to the pt.